Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm while changing the infusion set. The customer's blood glucose was 239 mg/dl. Troubleshooting found insulin was unable to exit with a push plunger. Customer was advised to change out the infusion set and reservoir. Customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Tested the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and the reservoir passed. No occlusions were noted.